Event description:
A customer reported a cartridge change error with their pump. There was no reported impact to the customer¿s blood glucose level, as the customer declined to provide that information. Technical support instructed the customer to inspect the pump and confirmed that the o-ring was undamaged. The customer followed guidance to clean the pump and attempt the cartridge loading process but was unsuccessful. Following a second attempt with a new cartridge, the error recurred. Technical support arranged for a replacement pump and confirmed the pump was under warranty. The customer, who wears the pump in a case, was instructed on backup therapy via mdi, putting the pump into storage mode, and returning the problematic device with a pre-paid label, which they understood and acknowledged.